Event description:
It was reported that the customer experienced low blood glucose levels, between about 69 to 100 mg/dl. The blood glucose reading was 90 mg/dl at the time of the call. She noted that the doctor had instructed her to lower her insulin dose on the insulin pump. The customer called requesting assistance with programming the device. The customer also stated that she had been in the hospital for about 5 days for a blood infection; the date of admission is unknown. It is currently unknown whether the customer was wearing the insulin pump at the time of hospitalization or whether the event was diabetes-related. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.